Event description:
Healthcare professional reported "contracted prostheses". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d3, g1, h6.

Event description:
Healthcare professional additionally reported "baker grade 3."